Event description:
The customer called to report repeated button error alarms. The customer was unable to get the insulin pump to work properly, and was hospitalized for blood glucose levels above 500 mg/dl. Troubleshooting was performed. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.